Event description:
Per the clinic, the patient experienced magnet dislodgements(specific date not reported). Surgery to replace the magnet was completed on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 04, 2023.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-02319. This report is submitted on september 05, 2023.